Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while treating a patient (age & gender unknown), the device delivered two discharges of energy successfully. Upon the third attempt to discharge, the device made a loud pop sound and displayed "defib fault 78" "bridge short," and "bridge test fail" messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.